Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a patient. It was reported that the patient was told by a representative that they needed their device replaced. No further complications were reported.

Manufacturer narrative:
Previous report (3004209178-2017-21601) has been corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a healthcare professional. It was reported that the patient was told by a re presentative that they needed their device replaced. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the elective replacement indicator (eri) was seen on the patient programmer. There were no allegations or dissatisfaction with the longevity. It was reported that they were charging more often than they used to have to charge. Now the patient was going about 12 days between charges. The consumer inquired how long it would be until they needed a replacement. No patient symptoms were reported. This event was reported to have been in 2017 ¿maybe 2-3 months ago.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-26 from a consumer reporting that the eri and need to charge more often started at the same time. The steps taken for this was to charge more often. Patient weight was requested but not provided. No further complications were reported.